Event description:
Download data from a (B)(6) old female pt showed two instances of wrench code 6 (response button stuck). Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (response button stuck) is under investigation. Upon eval the monitor response buttons were functional. During investigation corrosion was found on the auxiliary board at both white wire connections. The cause of the corrosion the not be positively identified but was the liquid ingress. A supplemental report will be submitted once it is determined if the corrosion affected the monitor response buttons and caused the wrench codes. No adverse event resulted from the defective monitor. The pt received a replacement monitor.